Manufacturer narrative:
(B)(4). Lot 14m015 was manufactured from november 11, 2014 ¿ november 13, 2014. The device was received for evaluation. Visual and microscopic inspection was performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a hair in the membrane. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.